Event description:
At the time of troubleshooting the lay user/patient informed the customer care advocate that the meter allegedly reverting to the set-up mode was a reoccurring issue. There is no indication that the product caused or contributed to an adverse event however, the alleged issue was not resolved with troubleshooting and so this complaint is being reported.

Manufacturer narrative:
Lifescan does not expect the return of product(s).